Event description:
It was reported the patient¿s first implantable neurostimulator (ins) was replaced because it was leaking in their body. Their current system was noted to be working.

Event description:
Additional information received reported that the patient spoke with their doctor and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 389056, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).